Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed flowmeter. The device was evaluated upon receipt. Low flow in by-pass. Replaced flowmeter. Performed pm procedure. Serviced circulation pump, mixing pump. Replaced heater, manifold o-rings, tank tubing. The arctic sun stat passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during sample evaluation there was low flow in by-pass after 2k preventive maintenance and replaced flow meter to correct.

Event description:
It was reported that the during sample evaluation there was low flow in by-pass after 2k preventive maintenance and replaced flow meter to correct.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.